Manufacturer narrative:
Additional information was received on january 25, 2024. Replacement with silicone implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 9, 2024. Explant is scheduled for (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain/rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 25, 2023. The device issue, originally thought to be paresthesia, was clarified to be breast pain. The rupture was discovered through ultrasound and computed tomography. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2024. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and microscopic examination. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in two (2) parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. A microscopic examination was performed, and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced right sided rupture with paresthesia post procedure. The patient had an odd feeling on that side. The rupture was discovered through an unspecified scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.